Event description:
It was reported that the customer had a multiple cracks in her insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the insulin will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer doesn't have back up plan. The customer was advised to talk to healthcare provider in regards to a back up plan for her safety.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked battery tube threads and debris under the window. The blood glucose meter communicated properly with the insulin pump.